Event description:
Fse reported note found on unit went inop. No patient/user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21/aug/2018. Date received by MFR: 10/aug/2018. The sensor board was returned for evaluation. The sensor board was tested and no failures were identified. The part performed as designed. The cause of the event could not be determined.